Manufacturer narrative:
Additional information: d1, d4 (model and catalog#, UDI), d8, d9, g3, g4 (510k), h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload came attached to an adapter. The reload was able to be removed, however, a section of the reload adapter was broken, remaining inside the distal end of the adapter. The reload jaws were found to be clamped. The sled of the reload to be slightly advanced but the reload was not found to be in interlock. It was reported that the jaws will not open, the device was difficult to unload and the instrument was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic low anterior resection, the reload could not open when its inside the patient. It was noted that the scrub nurse was able to set up the device normally. Upon removal from the patient, the adapter was bent. The adapter cannot detach from the reload. The issue occurred on two adapters and two reloads.  A new adapter was which was the third one and a new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6) ) sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6) ) sigphandle, sig power sigphandle handle (serial# unknown) unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.